Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, asr xl acetabular system - right, reason(s) for revision: acetabular component loosening, pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Updated to legal, corrected patient name and added gender and date of birth. Updated manufacture and expiry dates for cup and head. Updated failure code.